Event description:
It was reported that the patient experienced stimulation in the wrong location following implantation of an implantable neurostimulator. Additional information received reported that the patient had the implantable neurostimulator removed because it "irritated both nerves in my leg real bad". The patient's current status is unknown. Additional information has been requested, but was not available as of the date of this report.